Event description:
Additional information: it was reported that the patient¿s symptoms started following a refill. It was suspected that there could be a leak at the pump connector. When the pocket was opened for revision surgery there was fluid found and the catheter was patent. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced abdominal pain. The pump logs were reviewed and noted to be "normal." The patient experienced withdrawal with increased baseline spasticity and clonus. The patient subsequently underwent an indium study and was admitted to the hospital. A radiology study was being planned. The drug in the pump was lioresal.

Event description:
Additional information: the radiology results read "baclofen pump obstructed, needs to be fixed". There was limited activity in the catheter, no activity in the spinal space, and normal activity in the pump reservoir. The patient was discharged from the hospital on (B)(6) 2012; per the hcp reporter, there was an annotation that the pump needed to be "fixed". It was later reported on (B)(6) 2012 that for the past 2 weeks the patient experienced increased spasticity. The hcp ruled out a catheter issue and has been decreasing the pump dose prior to performing a catheter revision. The catheter revision was performed on (B)(6) 2012. There was a "belief there was an issue with the 40 degree pump connector". The 40 degree connector was replaced with a sc connector. The total catheter volume was unknown; catheter length estimation was being considered. As of 2012-(B)(6), the patient was admitted to the hospital. The pump dose was reported as being 150 mcg/day. It was later reported that the patient experienced withdrawal following the catheter revision. The patient's symptoms were noted as pruritus and spasm. The health care provider planned to aspirate from the cap (catheter access port) on 2012-(B)(6) to recheck catheter patency. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Concomitant medical products: catheter model# 8709 lot# l55000 implanted: (B)(6) 1998 explanted: unk.